Event description:
Pt had very tortuous iliac entries. Deployment of the trifab endovascular graft was performed without complication. Post angiogram revealed that the tortuosity present in the left iliac artery, appeared to have resulted in a kink in the iliac leg graft at the second and third stent bodies. Another MFR's stent was deployed within the leg graft to provide additional radial force at the site, in order to ensure future patency of the leg graft. No endoleaks were viewed during the final angiogram.